Manufacturer narrative:
Product analysis: ¿ as found condition: the echelon-10 micro catheter was returned for analysis inside of a biohazard bag and a shipping box. There was no guidewire returned with the catheter. In addition, the guidewire size and model were not reported. Therefore, any contributing factors from the guidewire including its compatibility for use with the catheter could not be determined. ¿ visual inspection/damage location details: the catheter tip appeared to be shaped. The catheter tip, marker band and body were examined; no damages were found. No puncture was found on the catheter body. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the usable length of the echelon-10 micro catheter was measured to be within specifications. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house 0.016¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip with no issues. ¿ conclusion: based on the returned device, the echelon 10 was not confirmed to have "catheter puncture" and "catheter resistance" issues. The cause could not be determined as no damages were found with the returned catheter. In addition, no issues were found during resistance testing. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a guide wire had resistance in the echelon and punctured the side wall. Followed the regular procedure to hydrate the device, and when using the micro-guide wire to adjust the position of the micro-catheter, it was found that the micro-guide wire did not pass through the middle of the mark at the tip of the micro-catheter. It was judged that the micro-guide wire had passed through the side wall of the micro-catheter, and was then withdrawn from the body for examination. The tip of the microcatheter was indeed damaged, and a microcatheter was replaced, and the operation went smoothly. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as indicated in the IFU. The patient was under going aneurysm embolization. Vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 6mm. No patient injury or symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ancillary devices: stryker guidewire.